Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the tube tops are coming off by themselves or when pulling out of the centrifuge for cat 367960 lot 2080684."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-04. H.6. Investigation summary: bd received 100 samples from the customer in support of this complaint . The samples were visually inspected and functionally tested and the issue of stopper function (stopper pop off) was not observed. Additionally, functionally testing was performed on the 10-production lot in-house retention tubes from the bd inventory and no issues were observed. Bd was unable to confirm the customer¿s indicated failure mode because the customer samples and the retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. Bd is unable to determine a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the tube tops are coming off by themselves or when pulling out of the centrifuge for cat 367960 lot 2080684."